Event description:
International customer reported that a pt presented with a rash similar to 'chicken pox' on the calf and thigh approx 10 days following a metatarsal bunionectomy. The attending surgeon opines that the event is not suture related. The pt is reportedly under unspecified medical treatment from a dermatologist.

Manufacturer narrative:
The actual device associated with this event is not known. International affiliate reports the following possible products: lot: ak5bkkn, mfg: 09/10/2008, exp: 12/31/2013. Conclusion code: a review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.